Event description:
It was reported that death occurred. The 95% stenosed target lesion was located in the moderately tortuous and severely calcified left circumflex coronary artery (lcx). A 2.75 x 28 mm and a 3.00 x 38 mm promus elite drug eluting stents were selected for use during an angioplasty procedure. The patient was stable before procedure. Both stents were deployed in the lesion. The patient was placed on a ventilator and died. The official cause of death was ventricular tachycardia (vt). In physician opinion, there was no relations to the promus stents with patient death, but it could be the third non-boston scientific stent used responsible for the patient death.